Event description:
A report was received that a patient had a pocket revision due to the ipg location being uncomfortable. The physician re-positioned the pocket site and left the ipg implanted. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.